Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set cannula was pulled out of the customer's body. Blood glucose (bg) level was elevated to 260 (mg/dl) and was addressed by changing out the infusion set site and delivering a bolus. Customer was unable to provide infusion set information.